Event description:
Orif repair of a postoperative femoral fracture that occurred on (B)(6) 2011.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.